Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by night fever with chills and cloudy effluent. The same day as the event onset, the patient presented to the emergency room; it was unknown if the patient was hospitalized for the event. Three days after the event onset, the patient was treated with ancef (1.5g, daily, intraperitoneal, ongoing for 3 weeks) and cefepime (1.5g, daily, intraperitoneal, ongoing for 3 weeks) for peritonitis. At the time of this report, the patient was recovered (10 days after the event onset). The patient was switched from manual pd to automated pd therapy and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.